Manufacturer narrative:
Replacement parts valve o2, valve air, power supply and batteries were offered to get the replaced components for investigation. Only the power supply was received and found to meet specification. Therefore the most likely root cause is a dosage problem of one of the mixer cartridges (valve o2, valve air). The deviation resulted in invalid data and the device performed a warmstart to restore database and to continue ventilation. As the warmstart was not successful it has been repeated. During a warmstart the device opens the airway system to allow spontaneous breathing and posts an alarm. After successfully passing the boot sequence (app. 8 seconds) the ventilation will be continued with the former parameters. »mv low« alarm is posted until the applied gas volume again reaches the set lower minutevolume alarm limit.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started, but is not yet concluded. The investigation results will be reported in the follow up report.

Event description:
It was reported that: while in use on an infant, the staff was unable to calibrate the oxygen measurement of the unit. They tried several times, but were not successful. The unit then started to reboot and did so several times. Unit was removed from the patient. There was no patient injury reported.